Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
During pre-surgery preparation on (B)(6) 2014, the lower handle rod broke. This event did not involve a patient. Additional information received (B)(6) 2014 from the distributor: date of event: (B)(6) 2014. This event didn't involve patients. This occurred before the surgery, so no delay or injury.